Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a non-bsc left ventricular (lv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high, out of range (oor) pacing impedances. The system has been recently implanted. The impedance values were in range for the first week and went to oor values intermittently afterwards. Also, upon reviewing the latitude report, lv channel sensing was observed after pacing deflection. Header connection issues were discussed as the most probable cause. A chest x ray and pocket manipulation were considered, as well as pocket revision. According to the field representative, the patient went for surgery in order to set screw in the lv port as the set screw was loose. After this the lead measurements and good position were confirmed. The pocket was opened for this procedure. The lv lead and the crt-d remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a non-bsc left ventricular (lv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high, out of range (oor) pacing impedances. The system has been recently implanted. The impedance values were in range for the first week and went to oor values intermittently afterwards. Also, upon reviewing the latitude report, lv channel sensing was observed after pacing deflection. Header connection issues were discussed as the most probable cause. A chest x ray and pocket manipulation were considered, as well as pocket revision. According to the field representative, the patient went for surgery in order to set screw in the lv port as the set screw was loose. After this the lead measurements and good position were confirmed. The pocket was opened for this procedure. After several weeks, the thresholds appeared to be higher than expected with no known reason. The lv lead and the crt-d remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a non-bsc left ventricular (lv) lead and a cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high, out of range (oor) pacing impedances. The system has been recently implanted. The impedance values were in range for the first week and went to oor values intermittently afterwards. Also, upon reviewing the latitude report, lv channel sensing was observed after pacing deflection. Header connection issues were discussed as the most probable cause. A chest x ray and pocket manipulation were considered, as well as pocket revision. According to the field representative, the patient went for surgery in order to set screw in the lv port as the set screw was loose. After this the lead measurements and good position were confirmed. The pocket was opened for this procedure. The lv lead and the crt-d remain in service. No additional adverse patient effects were reported.